Event description:
A trilogy ev300, great britain ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev300, great britain device at the third-party 's service center, the device failed the active exhalation test during performance verification. The device's 3-way solenoid to resolve the reported active exhalation failure issue. Additionally, the device does not require a 4-year service. The error logs were downloaded and shows an evt_cal_data event, was noted so the software was re-installed as per the service manual. The device then passed the performance verification.